Event description:
It was reported that approximately 41 months after a right total knee replacement procedure, the patient has experienced prosthesis wear, patellar loosening, femoral loosening, tibial loosening, bone fracture(s), osteolysis, joint laxity. Barely 3 years later, patient was forced to proceed with a complete replacement of the material, which either metal or polyethylene causes bone degeneration all around the tibial implant. For this delicate operation, patient consulted another surgeon from ucl; surgeon informed patient that this is not the first case that he must re-operate and that in the united states of america (USA) many cases have been reported. Patient is particularly worried especially since the same type of prosthesis was placed on the left leg last year; the damage is consequent since patient have to undergo a revision operation of prosthesis with months of revalidation afterwards and of incapacity working at the same time, without knowing if the same mishap awaits patient for the left knee. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Associated report number: 1038671-2022-00014. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and fracture, patellar loosening, femoral loosening, and tibial loosening. Fracture of the rbk tibial post likely resulted in the reported instability of the knee joint. Potential contributions of user and patient-related considerations to the event could not be assessed and the failure cannot be confirmed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.